Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2015 due to sui , mesh erosion and cystocele.

Manufacturer narrative:
(B)(4). Reason for implantation: sui, pop, cystocele, rectocele .it was reported that patient underwent on (B)(6) 2007 cystoscopy and collagen injections due to sui and pain and on (B)(6) 2009 mesh excision due to bladder obstruction, sui and mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.